Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
A manufacturer representative (rep) called on behalf of a patient to report an implantable neurostimulator (ins) overdischarge. The last successful recharge was unknown, but possibly (B)(6) of 2013. The patient did not think that they had recharged since their last overdischarge event in (B)(6) of 2013. The patient has had issues with recharging since their last follow-up about a year and half prior to the call on (B)(6) 2015. The patient had spinal cancer, which was the reason for not maintaining the ins. The rep had met with the patient, and pulled the battery out of overdischarge after one physician recharge mode (prm) was conducted. A power on reset (por) message was displayed afterwards, and they continued to charge for almost three hours with two chargers, but could not get the battery charge level up to 25 percent. The patient's stimulation came on during the recharge session and needed to be turned off. The patient did not want to charge at home because of concern that the stimulation might turn on again. An end of service (eos) message was also noted on (B)(6) 2015, and the doctor and patient agreed to replace the generator in the future. No patient symptoms were reported, and the indications for use were post lumbar laminectomy syndrome and spinal pain. A supplemental report will be submitted if additional information is received.